Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling full during fill 1. It was reported the patient drained ¿nearly 4 liters¿. It was reported the patient presented to the hospital and was subsequently admitted for the event. The last fill volume was 2000ml, I-drain alarm was 0ml. At the time of this report, treatment for the event and the patient outcome were not reported. No additional information is available.